Manufacturer narrative:
Per the investigation, the tech stated that he was attempting to move between areas of the hospital and was standing on the side of the drx revolution, holding a door open with his left hand and driving with his right hand. The tech reported when he went to move the cart, it moved, stopped, and then jerked, pinching his pinky finger between the cart and the door, fracturing the finger. The instructions for use (IFU) state that while driving the drx revolution, the user should stand behind the unit with both hands on the drive handle. The user did not follow the IFU's which lead to this incident. The carestream health (csh) field engineer (fe) evaluated the system at the site and found that it was operating as specified. The fe also confirmed that this system was up to date with all required modifications. No follow up reports will be submitted and this case is considered closed internally.

Event description:
Customer site reported that while driving the drx revolution, the user fractured a finger.